Manufacturer narrative:
Analysis result: product was not returned to confirm a malfunction has occurred. H3 other text: product not returned to the manufacturer.

Manufacturer narrative:
The event date is approximate. The device serial numbers or manufacturing numbers were not provided. The complaint was received from a consumer in (B)(6). Manufacture date not provided or identifiable.

Event description:
Customer report- their diamond clean charger has exploded. No patient injury and property damage reported.